Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfile review for the day of treatment shows the provided serial number of the patient interface cannot be found in the logfile. So no reported treatment can be identified and a review of the complete day was performed. The logfile shows no error or relevant warning messages and also the vacuum and energy stayed stable. So no technical problem with the system can be identified by reviewing the logfile. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a double pass with no patient complications during a laser procedure. Additional information clarified that double pass means the suction was lost during the side cut portion of flap creation.